Event description:
It was reported that the patient had coupling and communication issues with the internal neurostimulator (ins). The patient had not had a successful recharge since either (B)(6) 2011. The patient stated he had about a quarter battery power the second week in (B)(6) 2012. The ins had flipped. A health care professional manually flipped the ins back over and showed the patient how to do so. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).